Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: alarms observed in black box on 8/10/2015. Pump was exercised for 24 hours. No reboot, loss of power or call service alarms duplicated. No alarms duplicated during investigation removed pump case. Evidence of moisture contamination inside pump on clock circuit.